Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2019, the patient reported that they heard the critical alarm. Per the patient their previous pump had malfunctioned and she knew it did not have a low reservoir alarm. The patient could not remember when this happened and thought it was their third pump. No patient symptoms and no further complications were reported or anticipated.